Event description:
Medtronic received information that prior to use of a hms plus instrument, it was reported that it was not running controls properly. The instrument was replaced. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that the customer stated that the results obtained during the procedure did not make sense for that patient. Different controls and cartridges lot numbers were used to try to isolate the problem but those did not work. Both liquid and heptrac controls were used with liquid controls failing, but since no control values were obtained, they were not used in a case. There were no error codes observed on either the display or in the error log and quality controls were performed at regular intervals per the facility¿s requirements. Medtronic received additional information that different and more reasonable results were obtained from the back-up device and that was what was used for heparin management. Following the repair the device was performing normally.

Manufacturer narrative:
Device evaluation: the reported hms plus instrument was not running quality controls properly was not verified during service. The service technician stated that they spoke with the customer and the customer stated that some cartridges were not being read correctly by the instrument and that the control values and numbers were either not being read or were off. The service technician ran the diagnostics 620 and 630 and could not find anything physically or electronically wrong with the the instrument. The service technician stated that there was similar issue with the same instrument in november of last year. The issue was resolved by replacing the ir led code sensor board and cleaning the channel sensor board in an effort to correct the problem. Preventive maintenance was performed per specifications. Note: the instrument was serviced/analyzed in the facility by a field service technician. The instrument did not return to a medtronic facility for service/analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.